Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had critical pump error alarm. Customer reported that they received the open book image on the insulin pump screen. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer ring = black. On (B)(6), 2022, the customer alleged the insulin pump having open book image. No critical insulin pump error (open book image) alarm noted during boot up. The test p-cap locks properly in place in the reservoir compartment noted. Insulin pump received with pillowing keypad overlay, cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment during the visual inspection. Insulin pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, active current measurement test and self test. Thus software was utilized and downloaded trace/history files properly. In further full review in the insulin pump history on (B)(6), 2022 04:48:47.000 found insulin pump error alarm (linenumber = 2727, filenumber = 32122) and insulin pump error alarm (linenumber = 9926, filenumber = 2005) (variableinfo = 15). Also found more in the insulin pump history insulin pump error alarm (linenumber = 9926, filenumber = 2005) (variableinfo = 15) on (B)(6), 2022 at 04:38:16.000 and (linenumber = 1384, filenumber = 26) (variableinfo = 15) on (B)(6), 2022 at 04:48:00.000. Insulin pump was cut open and moisture damage on the electronic assembly, battery tube, vibrator and keypad flex tail during the visual inspection. In summary, insulin pump passed all required testing. Customer alleged not confirmed for the insulin pump having open book image. However, found multiple insulin pump error alarms in the insulin pump history due to moisture damage on the electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.